Event description:
The account alleged the bed scale will not zero for the bed exit alarm to set. No pt impact.

Manufacturer narrative:
The tech found the power cord not connected. The tech connected the power cord and zeroed the scale to resolve the issue with bed.